Manufacturer narrative:
Cylinder had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. The analysis results were inconclusive. Cylinders rated operating room damage and we could not establish a relationship to the infection. No conclusion can be drawn.

Event description:
On (B) (6) 2010, a (B) (6) male with diabetes mellitus was implanted with a spectra malleable device. On (B) (6) 2010, the entire device was removed due to infection, no malfunction was reported.